Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome via a manufacturer¿s representative (rep). The rep reported that the patient was seeing a warning power on reset (por) on the screen of the recharger and it couldn¿t be bypassed using the x or audio key. The rep reported that this occurred after using the antenna locate function to try to locate the battery for a charging session. The rep reported that the patient had not charged the battery in two months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.